Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the subject device and found that the light brown, gel-like foreign material adhering to the distal end of the insertion tube of the subject device. Based on a component analysis, it was possibility that the foreign material is a mixture of carboxylates (c, o, na, k), ethers, sodium chloride (na, cl) and inorganic substances (p, si, s). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. There is the possibility that the foreign material came from the component of chemicals, cleaning agents, tap water, etc.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that unspecified timing, the foreign material adhering to the distal end of the insertion tube of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.